Event description:
It was reported that the customer's insulin pump alarmed motor error while rewinding and the alarm history confirmed the alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. However, the motor passed the motor test. The device had scratched screen.